Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The wcd system was not recovered from the field. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system. Device episode record indicated that the system incorrectly identified an arrythmia as shockable due to noise. The patient failed to cancel the shock by pressing the alert button.

Manufacturer narrative:
This file was originally submitted on 04/30/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Shock delivered notification was received on the customer support helpline queue. The patient confirmed receiving one therapeutic shock at home and four more en -route to the hospital. Patient was sweeping at the time of the initial shock and lying on the ER stretcher for subsequent shocks and did not press the alert button to cancel the shock. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.